Event description:
Customer stated that pt's meter was giving them erratic readings. Back to back tests were performed and the readings of 575, 67 and 42 were received and plotted on the parkes error grid and the results fell in the "c" zone showing the difference in value to be clinically significant. There was not report of death, serious injury or mistreatment associated with this event.